Event description:
The following has been reported: front housing separation from handle left side. A preliminary review of the device logs was not performed. The device was returned for evaluation. Upon return, the device started up with a state 1 alarm. The som module is not functioning properly and unit will not perform self diagnostics. Performed several performance test protocols and the unit did not respond. The front housing is damaged due to broken screw mounts and other cracks/ breaks. The lcd screen is damaged due to broken screw mounts. The fva pins and loading pins are exhibiting drag. Removed fva assembly and verified the fva pins and upper/lower loading pins have debris. The fva pins, upper/lower loading pins and channels were cleaned. The fva assembly was reinstalled. The front housing o ring is damaged to the separation between the housing and handle assembly. The som module, lcd screen, front housing, fva lip seals, upper/lower loading pin lip seals, and front housing o ring will be removed and replaced during the repair process before being sent to the test line for full functional testing. Reporting as a conservative measure due to the som issue identified during testing. No adverse effects were reported.